Event description:
Additional information received reported that the left ventricular (lv) lead was abandoned and replaced.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds, no capture, and extracardiac stimulation. A chest x-ray indicated the lead had dislodged. The lead was reprogrammed and remains in use. The patient was enrolled in the panorama 2 clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant medical products: a 5076-52 lead implanted: (B)(6) 2013. A 6935m62 lead implanted: (B)(6) 2013. (B)(4).